Manufacturer narrative:
The device is expected to be returned; however, the device has not yet bee n received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer's blood glucose was 343 mg/dl. The customer reverted to an alternate pump for insulin therapy.